Manufacturer narrative:
An event regarding an allergy/reaction involving a duracon insert was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The exact cause of the event could not be determined because further information is needed to determine the root cause.

Event description:
The husband informed us in his letter that his wife received a duracon knee tap on (B)(6) 2007. His wife potentially suffers from the implants. Both supposed an allergic reaction - but not sure.

Manufacturer narrative:
Additional devices listed in this report: cat # 66323415, lot # see4n7r, description: duracon cruc non bead b/p m1. Cat # 66300425, lot # l8jdw, description: dcon std n-bead fem rht m/l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices remain implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The husband informed us in his letter that his wife received a duracon knee tap on (B)(6) 2007. His wife potentially suffers from the implants. Both supposed an allergic reaction - but not sure.